Event description:
It was reported that during an implant procedure, the right atrial lead was unable to advance over the stylet. Malfunction was alleged on the right atrial lead by the physician. The ra lead was not used and another ra lead was used to successfully complete the procedure. No patient consequences were reported.

Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. As received, a complete lead was returned for analysis. A stylet insertion test was performed using a sample stylet, x-ray confirmed the sample stylet was able to be fully inserted / removed successfully with no difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.